Event description:
The surgeon noted that after tfn fixation, patient experienced helical blade medical migration perforating the femoral head. This was noted during a post op office visit. The surgeon removed the hardware and revised patient to a total hip arthroplasty.

Manufacturer narrative:
Additional information has been requested. The investigation could not be completed, no conclusion could be drawn, as no part / lot numbers were provided and the subject device was not returned.